Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dropped in water for about 2 seconds. They had also received an unexpected restart alarm. The alarm occurred shortly after inserting a new battery. Troubleshooting was performed. They inserted a new battery and the insulin pump alarmed an unexpected restart alarm. The customer's blood glucose level was 124 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.